Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported cuff miss was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other proglide referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that right common femoral artery vessel closure was attempted after a superficial femoral artery (sfa) procedure using a proglide device. However, when the proglide plunger was retracted a cuff miss was noticed. Another proglide was used with the same result. A third proglide was used to achieve hemostasis. There were no adverse patient sequelae reported and no clinically significant delay in the procedure. The physician is trained in the use of the proglide device. No additional information was provided.